Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was that since monday, (B)(6) 2022, the patient had had a return of symptoms; they were dripping on themselves/began having some problems and they wanted to increase their stimulation settings. The patient connected on the call, however, they received a "system is operating at maximum settings. Therapy cannot be increased" message. The patient was on program 2 at 0.7 ma. The patient reported they had a great trial that lasted two weeks (though the patient could not confirm if they trialed with one or two sides), and the managing health care provider (hcp) had placed the patient on the same setting as the trial. The manufacturer help line reviewed the option of switching to another program and the patient switched to program 4. The patient turned the therapy on and it was at "0.1." The patient then hit the up arrow and received the message: "an error has occurred while performing the operation. Please try again." The patient hit ok and increased to "0.3," however, they received a "maximum settings" message again and could not increase past "0.3." The patient confirmed they could not feel the stimulation at this level. They denied having had any environmental or medication changes that might have resulted in this issue. It was reviewed with the patient they could attempt another program, however, they would need to speak with their hcp regarding the maximum settings messages they were receiving at lower thresholds on programs 2 and 4. The patient declined switching to another program and was going to contact their hcp about the issue to review the programming and to check their implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.